Event description:
A renegade microcatheter was used for therapeutic purposes. During the procedure, after deploying thirteen coils, the catheter jammed at the hub. The procedure was completed without intervention.